Manufacturer narrative:
Of the 53 allegations of a malfunction, 35 pumps were returned to animas and investigated. Of the investigated pumps, 34 were found to be malfunctioning due to damaged battery caps, and cracked battery compartments. During investigation for unrelated complaints, there were 4 additional failures found. This report is processed under (B)(4). This MDR report is part of the (B)(6) program.

Event description:
This report summarizes 53 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap issue. These reports were received from various sources. The patients associated with this allegation range from 5-83 years of age and between 14 and 250 pounds. Of the reported patients, 29 were male, 24 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 7 instances of battery compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of battery compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.